Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, on the second click, the anchor of two fast fix 360 did not deployed (click release - click - did not deploy). It is unknown if there was a delay and a back up device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference case (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed two devices were returned together in a single bio hazard bag. The t1, t2, and suture of both devices were not returned. Device one's actuator is in the pre-t2 and device two's actuator is in the pre-t1/post-t2 position. Bio debris is present on both. A functional evaluation was performed on the returned device and found that both devices cycle as intended. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.